Event description:
Reportedly, the device was explanted after an implant duration of approximately three (3) years due to mitral stenosis as the result of pannus overgrowth. Information was learned through an article from the journal of heart valve disease, 2010;19:257-259; vol 19, no. 2, march 2010. Case report indicated patient developed clinical symptoms of shortness of breath with exertion over the 3 years after surgery. During surgery, surgeon noted, ¿a dense whitish fibrous tissue (pannus) was seen to envelop the [ring] concentrically, and to extend over both leaflets of the mitral valve. Pannus could not be removed without damaging the mitral leaflets. The article discusses ms and concludes, ¿ms might occur due to pannus formation after mvr in relation not only to the flexible ring, but to any annuloplasty ring.¿

Manufacturer narrative:
No implant/explant date or s/n provided. Customer letter not required. No DHR review can be done until a serial number is known. Unclear as to which surgeon performed the surgery. Device not available for return and evaluation. Device will not be returned.